Event description:
Philips received a complaint from the customer on the v60 indicating that they heard a leaking sound from the o2 inlet. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and upon inspection, it was found that the sealing gasket of the o2 inlet was damaged. The customer replaced the sealing gasket himself, and the problem was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).